Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify two sharp edge opening assessed as unidentified tear opening (are seen on the same edge). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening. A opening sharp in the radius side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5b; d.3; g.1.

Event description:
Healthcare professional reported left side rupture. The device was explanted.